Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The (B)(4) , m2a-magnum pf cup 52odx46id, 978330; 139252, m2a-magnum 42-50mm tpr insrt-6, 425220; 192510, echo por fem red lat nc 10x130, 991120. Report source, consumer - attorney.

Event description:
It was reported that patient underwent a hip revision surgery approximately 6.5 years post implantation due to pain, pseudotumor, and metallosis. It was noted during the revision surgery that a large amount of metal stained tissue was present, along with a murky fluid. Surgeon noted the bursa was incredibly irritated and stained with metal. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the revision notes identified ebl 100ml, large amount of metal stained tissue noted consistent with metallosis. Fluid swabbed and sent for culture, no corrosion noted on the taper or head. Additional information provided did not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history records (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.